Event description:
The pc board began to smoke while a service technician was working on the sterilizer for an unrelated issue. The event happened at the technician's work site. No injuries were reported.

Manufacturer narrative:
The pcb was discarded prior to our request to have it returned. We are unable to complete an eval.